Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided further investigation of the customer issue included a review of the complaint data, a search for similar complaints, and a review of labeling. Return material was not available. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the clinical chemistry phosphorus assay, list number 07d71, lot 91772un16, was identified.

Event description:
The customer observed falsely decreased clinical chemistry phosphorus results for five patients. The customer indicated they were generating results of <0.7 mg/dl for each patient, the retest was within range. Initial and retest results for four of the five patients was provided as follows: on (B)(6) 2016: initial <0.7 mg/dl, retested on (B)(6) 2016 on a second analyzer: 2.0 mg/dl sid (B)(6) initial <0.7, retest 1.8 mg/dl; sid (B)(6) initial <0.7, retest 2.0 mg/dl; sid (B)(6) initial <0.7, retest 2.0 mg/dl. (Customer normal patient range 2.3 - 4.7 mg/dl). There was no adverse impact to patient management reported.